Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported device was not possible as it was not returned. A search of the complaints databases identified one other report against the product/lot code combination. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Event description:
Litigation papers allege pain, injury, disability and metallosis. Update rec¿d (B)(6) 2014 - plaintiff¿s fact sheet was received, which identified dor information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: (B)(6) 2014. Update rec¿d (B)(6) 2014 - medical records received. Upon revision, synovial reaction to metal debris, taper corrosion, and incomplete fixation of the femoral component with membrane formation around the upper femoral component were noted. The stem and sleeve are being added to the complaint. This complaint was updated on: (B)(6) /2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.